Event description:
It was reported that during surgery in 2009, the surgeon was inserting the screw, the screw broke under the screw head. The threaded portion of the screw was not able to be extracted from the pt's tibia. There is no schedule of revision surgery at present.

Manufacturer narrative:
Eval summary: the returned m/g ii bone screw has fractured approximately .400" from the top surface of the head of the screw. Sem analysis of the fractured surface showed tensile and elongated dimples indicating the screw fracture was due to an overload under tension and bending. The probable cause is excessive torque or improper use of bending tools. Eval: device history records indicate all components were mfg and inspected to specification. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.